Event description:
Related manufacturer reference number: 2017865-2022-16868. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead and right ventricular (rv) lead exhibited high, out of range pacing impedance. It was further noted from x-ray that both leads were dislodged due to twiddlers. During lead revision procedure, helix of the rv lead failed to retract. The rv lead was explanted and replaced. The atrial lead was repositioned during procedure on (B)(6) 2022. The patient was stable.